Event description:
A bipap a 30 silver series ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error codes were present in the device event log in relation to (failure of the blower pressure sensor), (failure of the outlet pressure sensor) and (the device cannot be operated after three restarts). These issues have been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There were no visual defects found. In conclusion, the device system board needs to be replaced to address the issues. This device will be scrapped as per customer request.